Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited farfield oversensing on the right atrial channel, due to this, inappropriate anti-tachy response (atr) episodes were recorded. Additionally, high within range pacing impedance measurements were observed on the left ventricular channel. Furthermore, this patient experienced two episodes of pacemaker mediated tachycardia (pmt). The device's algorithm successfully terminated the episode of pmt. Reprograming of the device was discussed. This device remains in service. Additional information was received mentioning that this crt-d delivered inappropriate anti-tachycardia pacing (atp) and multiple electric shocks that lead to therapy exhaustion. During the episodes various p waves fell into blanking leading to ventricle greater than atrium decision. The post shock electrogram appears as an intrinsic wenckebach with trigger pacing, with high outputs, creating a large far field signal on the right atrial channel. Various programming recommendations for this crt-d that remains in service were given to the caller. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited farfield oversensing on the right atrial channel, due to this, inappropriate anti-tachy response (atr) episodes were recorded. Additionally, high within range pacing impedance measurements were observed on the left ventricular channel. Furthermore, this patient experienced two episodes of pacemaker mediated tachycardia (pmt). The device's algorithm successfully terminated the episode of pmt. Reprograming of the device was discussed. This device remains in service. No further adverse patient effects were reported.